Event description:
Customer reported that the insulin pump gave him a threshold suspend alarm. Customer's blood glucose reading was 250 mg/dl while the sensor glucose reading was 59 mg/dl. Customer also received a calibration error. Customer's blood glucose reading at the time of the call was 199 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.